Event description:
During a rotator cuff repair, the surgeon tapped the bone with a 2.5 arthrex dilator and when the anchor was almost completely inserted, the top of the anchor snapped off. Bone was cleared around the anchor and the anchor was removed from the joint. Additional device was available to complete the repair. No patient injury or complications were reported.

Manufacturer narrative:
The condition of the anchor eyelet is consistent with excessive force placed on the device during insertion. Surgeon did not pre-drill which is required per the IFU.